Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Attachment: article titled "a case requiring mitral valve replacement due to persistent regurgitation after mitraclip implantation".

Event description:
The article "a case requiring mitral valve replacement due to persistent regurgitation after mitraclip implantation" was reviewed. The article presented a case study, to evaluate a case in which mitral valve replacement (mvr) was successful in treating heart failure that remained uncontrolled due to residual regurgitation after mitraclip implantation. Devices mentioned include mitraclip. The article concluded that mitraclip is an effective treatment option for patients with functional mitral regurgitation and those at high perioperative risk. However, we experienced a case in which mitral valve replacement (mvr) was successful in treating heart failure that remained uncontrolled due to residual regurgitation after mitraclip implantation. [The primary author and corresponding author was ryuichi tamimoto at tokai university school of medicine hospital institution]. The date of the procedure from the case study was not provided. One patient received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(6), unk mitraclip peri- and post-procedural complications included tissue damage, surgical intervention (mitral valve replacement).

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported mitral regurgitation was likely related to the reported tissue injury. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.